Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded and scratched. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the keypad was torn between the contrast and up arrow buttons. All buttons were responsive and evaluation revealed contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.